Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had solid white display. The customer's blood glucose level was 125 mg/dl. The customer reported that she was getting a bright, white solid screen flash on her screen often times when she was going from a screen to another screen. The customer also reported that the insulin pump was exposed to moisture. The customer reported that during the call, the white flash on the screen occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments/partial display due to blank display.